Manufacturer narrative:
Unit had missing segment due to bleeding lcd glass.

Event description:
It was reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. Customer reported that the screen was cracked with a black line going down it. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and also advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.